Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.